Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) months post initial procedure a type 1a and type 3a endoleaks between the bifurcated and suprarenal aortic extension was identified on a follow-up computed tomography (CT) scan. The patient was treated with an additional infrarenal aortic extension, which successfully corrected both endoleaks. Approximately three (3) years post re-intervention, a type 1a endoleak was identified following a computed tomography (CT) scan. The patient had a subsequent endovascular procedure where the physician elected to implant a vela suprarenal aortic extension and a non-endologix stent to seal the leak. Post-procedure the patient continued to have a residual type 1a endoleak that was being monitored. It was reported that the patient now has an endoleak of indeterminate origin. The previous interventions was reported under MFR# 20131527-2013-00123 and MFR# 2031527-2016-00303.